Manufacturer narrative:
The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and "siliconoma." Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Explant surgery has not been confirmed.

Event description:
Healthcare professional reported left side rupture of breast implant with spreading of silicone material and presence of siliconoma. The status of the device is unknown.